Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, prior to implant in patient's anatomy, the tip mechanism deployed the tip but when the tip was retracted, the tip did not retract easily. The physician re-attached the pinching tool and tried to screw the tip in multiple times but failed. The stylet was also removed and re-inserted but no success. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.